Event description:
The customer contacted philips for assistance replacing a probe with poor image quality. The record notes there was no injury associated with this event. .

Manufacturer narrative:
¿S8-3t image quality degradation during clinical use at a critical time was previously evaluated per hhe # us 2011-1 and was determined to be unacceptable. An emdr report will be submitted for this image quality issue. Philips could not confirm the image quality issue; the transducer has not yet been returned for evaluation.¿

Manufacturer narrative:
Conclusion: this imaging problem was caused by oil separation as a result of numerous scratches on the window, tip caps and beads. These scratches are typically caused by customer mishandling.